Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv lead dislodgement. The event was resolved by repositioning the rv lead. The patient was in stable condition.